Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the available data. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. The data have been analyzed. The available iegms revealed the presence of noise in the rv and ff channels since july 2022, as well as undersensing in the rv channel. A lead failure was documented on (B)(6) 2023. The inspection of the impedance trends revealed a decrease of the rv pacing impedance of about 100 ohms since the implant date, with 2 values <200 ohms on (B)(6) 2023 and on (B)(6) 2023. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing. The analysis of the available data revealed no indication of an ICD malfunction. However, the integrity of the lead cannot be assured.

Event description:
Oversensing on the ventricular channel was observed after an implantation period of approx. 53 months. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be update.